Manufacturer narrative:
(B)(4).

Event description:
New information recently received noted that during the surgical procedure, the right ventricular lead was noted to have insulation damage which exposed the cables. This was the suspected cause of the intermittent cause of loss of capture and high capture threshold. No additional information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pulse generator change out procedure. The right ventricular lead had previously exhibited noise, so the physician elected to cap and replace the lead. During the procedure the right atrial lead dislodged and was also capped and replaced. The patient was in stable condition. No additional information was reported.